Manufacturer narrative:
The batch record for pn 930715ns ln 0261344 was reviewed and there are no defects reported related to "foreign material" during routine in-process inspections during the packaging of the lot. Without a physical sample it is not possible to determine the origin of the foreign particle and therefore a root cause cannot be established. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Material no.: 930715ns batch no.: 0261344. It was reported by the distributor that the device had particulate. Per report: particulate.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Imdrf annex e code health effect: clinical code: (B)(4). Imdrf annex a code medical device problem code: (B)(4).

Event description:
It was reported by the distributor that the device had particulate. Per report: particulate.